Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges an insulin leak at the cannula site. Caller also stated the adhesive plaster over the cannula is wet. No adverse event reported. Alleged product has been discarded; no product will be returned.